Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on electronic assembly. It was unable to verify the button error alarm due to the blank display. The device was also received with a cracked case at the display window corner and a cracked reservoir tube. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump was exposed to lake water and then she received a button error alarm. The customer stated the device has been dropped in the past, it has a crack from the screen to the reservoir window and she could see fluid under the lcd display. Blood glucose value was 244 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.